Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient's ipg took so long to charge and had to be charge everyday after a pocket revision. It was also noted that there were some tenderness to palpation of the lead insertion site. The patient will undergo an explant procedure.

Manufacturer narrative:
Correction to the initial MDR in field. Additional information was received that the patient underwent an explant procedure per physician's preference. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg took too long to charge and the patient was charging daily following a pocket revision (MFR report #3006630150-2016-01934). Since the previous pocket revision, the patient has had to hold their charger in place to get the ipg to recharge. The patient was also experiencing tenderness to palpation at the lead insertion sites. The physician gave the patient the option to revise the pocket site but the patient opted to have the system explanted instead. No malfunction was suspected on the ipg.